Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 477 mg/dl. The customer reported they have a backup plan available. The customer was treated for high blood glucose with insulin pump. The customer is unable to complete that troubleshoot. The customer is currently in a nursing home and does not have someone to help her complete troubleshoot. Customer will call back at later time to complete the troubleshooting.